Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that it is displaying a check vent alarm-valve failure error message. The customer reviewed the event log and found error code 1102-primary alarm failed. No other check vent alarms found. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised checking the ohms out of the primary speakers to include expected tolerance per the manual. The rse provided the part number for the speaker if needed. The investigation is ongoing.